Event description:
The customer reported a leak approximately 20mls of light blue fluid during start up on the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. The customer also obtained retic r flags, low wbc and hgb results on the normal controls. The customer stated that disconnected tubing from port 8 on center section of bsv (wire marker: 208) was source of leak. No erroneous results were generated.

Manufacturer narrative:
The customer reconnected the tubing resolving the leak. The customer stated they resolved the retic r flags issue through trouble shooting by bleaching the wbc/rbc baths and flow cell with 50/50 bleach. The field service engineer (fse) stated that after trouble shooting on various parts of the instrument he could not confirm the customer's issue for low wbc and hgb recovery. Service activity was performed and was verified to meet the specified requirements per established procedure. (B)(4).